Manufacturer narrative:
(B)(4). Date sent: 06/17/2025. Corrected data: h4. A manufacturing record evaluation was performed for the finished device ecr60d with lot number 314c50; and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 06/10/2025. B3: only event month and year known: may 2025. D4: batch #unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that the staples malformed after firing. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 07/25/2025. D4: batch #258c74. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ecr60d reload was received unfired, with no apparent damage, and with an opened package. The returned reload was loaded into a test device. The returned reload was tested for functionality with a test device in the straight position and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The event described could not be confirmed as no malformed staples were observed and the reload performed without any difficulties noted. Although the cause of the reported incident could not be determined, proper use of the endo linear cutters - echelon 60mm is important to ensure functionality. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review : a manufacturing record evaluation was performed for the finished device batch number 258c74, and no non-conformances were identified.